Event description:
The customer reported the images produced were truncated and that the image quality was not sufficient enough to continue. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator configuration files were found missing and were reloaded. The system was then found to be operating as intended.